Event description:
It was reported that there were 6-7 spectrum iq infusion pumps that did not infuse during therapy. The events occurred in the medical intensive care unit (micu) and surgical trauma intensive care unit (sticu) during infusions of propofol, levophed, and 1abx (abciximab) and heparin. This was further described as 'the medication appeared to be infusing- dripping from the chamber, not clamped, no alerts/alarms on the pump, however the patient was either not receiving any of the medication or only small amounts". There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.